Event description:
It was reported that twelve hours after insertion of the iab, the balloon ruptured. Difficulty was encountered during removal and there was trauma to the vessel. There were no add'l pt complications.